Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient reported that during pd treatment, the cycler set was leaking into the cycler. In a follow up with the patient's pd nurse, it was verified that the patient did not have any adverse events as a result of the leak and did not require any prophylactic antibiotic or other medical intervention. The patient did not require any medical intervention because of stopping the treatment. The patient received a new cycler due to the reported leak and is continuing pd therapy without issues. The pdrn could not confirm if the patient retained the cycler set to return for evaluation, although a driver was called to pick up the cycler set.

Event description:
A peritoneal dialysis patient reported that during pd treatment, the cycler set was leaking into the cycler. In a follow up with the patient's pd nurse, it was verified that the patient did not have any adverse events as a result of the leak and did not require any prophylactic antibiotic or other medical intervention. The patient did not require any medical intervention because of stopping the treatment. The patient received a new cycler due to the reported leak and is continuing pd therapy without issues. The pdrn could not confirm if the patient retained the cycler set to return for evaluation, although a driver was called to pick up the cycler set.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.